Event description:
During an endoscopy procedure, a cook fusion omni-tome was used. The wire came out during the procedure. When clarification was requested. The following was provided, "they went in to cut. The cutting wire wouldn't cut well and then the cutting wire snapped inside the patient. The device was removed and the procedure was completed with another device of the same type. As far as we know, no part of wire detached inside or remained inside the patient's body." Upon receipt of the device for evaluation, we confirmed the end of the cutting wire disconnected from the catheter near the distal end and no section of the device is missing. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reported, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed that the cutting wire has disconnected from the catheter at the distal end. Due to the break in the cutting wire, the sphincterotome will not respond to bowing when the handle is manipulated and the device is no longer operational. The securing component and the tail are still attached to the cutting wire at the are of disconnection; therefore, we can conclude no section of the device is missing. The area where the tip of the cutting wire has disconnected to the catheter appears torn at the skive joint. The device history record for the lot number said to be involved was reviewed. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as patient anatomy or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. A separated and/or broken cutting wire can occur if the tip of the device is over-flexed. The instructions for use caution the user not ot over-flex or bow the tip beyond 90 degrees, as this may damage the sphincterotome. Cutting wire separation and/or breakage can occur if the handle is manipulated with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The user is then instructed to carefully remove the precurved stylet from the cannulating tip. The instructions for use contain the following comment, "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Cutting wire separation and/or breakage can also occur if the cutting wire makes contact with the endoscope when electrosurgical current is applied to perform the sphincterotomy. The instructions for use cautions the user to ensure the cutting wire is completely out of the endoscope when applying electrosurgical current. The instructions cautions the user that contact of the cutting wire with the endoscope could result in breakage of the cutting wire. If the sphincterotome is used with excessive electrosurgical current setting provided by the electrosurgical unit, this can contribute to cutting wire separation and/or breakage. The instructions for use for this sphincterotome direct the user to verify desired settings by following the electrosurgical unit manufacturer's instructions. If the elevator of the endoscope remains in the closed-up position when retraction of the sphincterotome is attempted and additional pressure os applied, this could have contributed to cutting wire separation and/or breakage. The instructions for use caution the user the elevator should remain open/down when advancing or retracting the sphincterotome. This activity will aid in device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.